Event description:
Information rec'd indicates the communication cable is shorting out the nurse call. The communication cable connector pins cover came off of the biu end of the cable which grounded out the communication system.

Manufacturer narrative:
The technician replaced the communication cable to repair the bed.